Manufacturer narrative:
Pt's weight was unknown. Section 'device' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12dg6, implanted: (B)(6) 2016, product type: lead, ubd: 2019-12-09, UDI: (B)(4). The patient and device information was identified as a duplicate of previously reported event. Regulatory report 3007566237-2019-00432 was merged to this report and any additional information received will be reported in this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturing representative (rep): it was reported a nurse practitioner (np) contacted the rep after interrogating an ins and seeing a message that a por (power on reset) has occurred. The np was not able to run impedances or do anything with the battery. It was also reported that the patient had a bad fall recently (no date given) and the hcp plans to get an x-ray. On 2019-feb-25 additional information was received: when asked what did the x-ray show and was the product impacted by the fall the hcp responded that the x-ray showed there was lead movement and the patient stopped having efficacy of her device. The fall was in (B)(6) 2018. The cause of the por was unknown, however the hcp office stated the patient had an MRI, which may have caused the por. They office was scheduling a replacement of the device as a stage 1 followed by a stage 2. Patient weight was not known. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va12dg6, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). Hcp said the patient had an international weight loss of thirty pounds. The lead and implantable neurostimulator (ins) will be replaced, but the surgery has not been scheduled as of yet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the battery to her interstim was not working. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned their ins is eroding and that they "lost weight too, you can see it through my skin". The patient also had a fall " (B)(6) or (B)(6), it was like a little over a month ago". They also said "I have been having all kind of issues for over a year, and for the past 6 months its been acting crazy and for the last month its been locked up on me". When asked for clarification on that statement, the patient said they were in pain which started two weeks ago. They also said they've "had a few accidents here" and says this loss of therapy started two weeks ago as well. The patient then clarified the "locked out" as a power on reset (por) message which started "over a month, its been stuck on this actually for 3 weeks and this week will be number 4"; the event date for this issue was then clarified as (B)(6) 2019. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.